Event description:
I underwent a reverse total shoulder replacement on (B)(6) 2008 and experienced recurrent dislocation with my implant, resulting in a revision on (B)(6) 2008 to replace the humeral cup and inserts. I underwent another revision on (B)(6) 2010. I had 12 surgeries over 1.5 years due to various problems with the implant, and I experienced chronic pain as well as erb's palsy. Paralyzation in right shoulder, arm, and hand, and severe chronic lymphedema.